Manufacturer narrative:
An event regarding wear and osteolysis involving an omnifit liner was reported. The event was confirmed following a review by a clinical consultant. Device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review by a clinical consultant noted: the problem with more advanced poly wear is the potential for osteolysis. Osteolysis, as a consequence of poly wear, was clearly present in this case affecting cup fixation in an adverse way with osteolysis behind the entire cup shell. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. A review a by a clinical consultant concluded: end of normal service life of the involved poly liner with a high-normal annual poly wear rate required revision with exchange. Additional information, including operative reports, patient history, additional x-rays, progress notes and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon revised the acetabular liner and replaced the femoral head because of liner wear and osteolysis of the acetabulum. Original implant date was approximately 15 years ago.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Disposed of by hospital staff.

Event description:
Surgeon revised the acetabular liner and replaced the femoral head because of liner wear and osteolysis of the acetabulum. Original implant date was approximately 15 years ago.